Event description:
It was reported that the o-rings came out of the bottom of the reservoir before it was inserted into the insulin pump. The customer is a doctor. The customer did not provide their blood glucose reading. The customer stated that they take out the plunger rod and the insulin comes out the bottom of the reservoir. The customer stated that the reservoir was discarded and not used. The customer was advised about the proper techniques of the reservoir usage. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.